Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units battery maintenance is required. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) units battery maintenance is required.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the routine check the batteries need to replace to fix the issue and the quotation is submitted already to customer, he is not purchasing it right now. Battery back was less. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.